Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room for an unrelated reason. However, upon device interrogation it was found that the patient's heart rate was low and that the right ventricular lead was not capturing. At first lead was programmed to address the issue. An x-ray revealed that the lead had dislodged, so the lead was explanted and replaced on (B)(6)2020. Physician chose to explant instead of reposition due to tissue in the helix from previous placement. Patient was stable after the procedure.